Manufacturer narrative:
Additional information: on (B)(6) 2019, the photo investigation was completed. Photo investigation summary: upon visual inspection of the picture, the sample was observed to be ruptured on the posterior view. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 350cc mentor memorygel breast implants and experienced rupture and baker grade iii capsular contracture on the left side post-operational. As a result, the patient underwent device removal and replacement with mentor memorygel breast implants (550cc on the left side and 600cc on the right side), catalog numbers 3505504bc on the left side and 3506004bc on the right side, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.